Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient complained of withdrawal symptoms, so the physician wanted to see if could find cause in pocket. The patient had several incidents of the pump flipping in the pocket, which had caused a kink in the catheter. The health care provider (hcp) was unable to get telemetry when the pump was flipped. A catheter dye study was tried, but the physician could not aspirate catheter on (B)(6) 2015. The patient was put on oral pain medication to help with withdrawal. During the revision, they opened the pocket and noted catheter twisted several times. One spot looked kinked. The physician tried to aspirate from catheter access port (cap) and could only get minimal flow back. They tried disconnecting and the withdraw and still sluggish. The physician cut catheter on spinal segment in pocket distal to kink, and physician was able to get better flow (felt that cleared catheter.) The physician removed part of the spinal segment in pocket and pump segment of original catheter. During the revision, they used the pump revision segment and added to catheter connecting to pump. The physician connected the new pump segment to spinal segment, and connected to pump. The pump was put in a mesh pouch and anchored significantly, so the patient could not flip pump again. The patient status at the time of this report was "alive- no injury." It was later noted that the patient recovered without sequela. No patient injury was reported. The catheter was also noted as having an occlusion and twisted. If additional information is received this report will be updated.

Manufacturer narrative:
Device evaluation summary: a portion of the catheter was returned for analysis. Analysis of the catheter found ¿significant twisting that may have affected infusion¿. Conclusion code is no longer applicable for this event.

Event description:
The hcp (healthcare professional) had difficulty at the pump refill. The pump was sitting where it was protruding from the pocket; it was not flush. It was visible that the pump was not in the correct position. A revision was done on (B)(6) 2015. It was confirmed that the pump was flipped. During the revision, the physician put it correctly in the pocket and reinforced it with sutures. The cause of the pump flip was noted to be ¿general physician movement by patient¿. The patient was doing well after the revision. The device system was delivering dilaudid at the time of the event. During the revision the pump drug was changed to dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).